Event description:
According to the customer, the circuit developed a crack "along the seam," which led to patient desaturation during use. The customer stated that they were "able to identify the problem quickly" and "prevent any further complications.".

Manufacturer narrative:
According to the customer, the circuit developed a crack "along the seam," which led to patient desaturation during use. The customer stated that they were "able to identify the problem quickly" and "prevent any further complications." The customer reported there was no serious injury, medical intervention, or follow-up care required related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.